Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the pt had surgery to remove her vns device due to incisional infection symptoms at the generator site. The device has not been replaced to date. Review of the mfg records confirms that the device was sterile prior to distribution. Product was returned to MFR, but analysis is pending. Attempts for further info have been unsuccessful to date.